Event description:
It was reported by customer that cardiosave hybrid domestic intra-aortic balloon pump (iabp) unit observed problem with gas gain and autofill failure alarms.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) displayed a gas gain alarm. There was patient involvement reported and no injury or harm reported. The customer stated that the gas gain alarm had activated multiple times over the preceding 45 minutes. The customer verified that there was no blood, discoloration, or flakes present in the helium tubing and confirmed that all connections were secure. Troubleshooting was performed by pressing the iab fill button and switching to an alternate console; however, the customer reported that neither action resolved the alarm. Esp personnel reviewed a screenshot of the iabp monitor, which showed an autofill failure alarm, with the pump in standby mode. The customer stated that the autofill failure alarm had appeared prior to switching consoles. The customer attempted to press the start and iab fill buttons multiple times; however, therapy resumed for approximately one minute or less before alarming again. Esp personnel reviewed the nature of the gas gain and autofill failure alarms with the customer. The customer also reported that the iabp had provided catheter restriction alarms intermittently over the past few days. Esp personnel recommended the customer interventions to remove the catheter restriction and encouraged the customer to contact the physician. Esp personnel also reviewed with the customer that the balloon catheter should not be inactive for greater than 30 minutes per the IFU. The customer stated they would contact the physician and contact me directly should the customer have any other question. Esp personnel collected product surveillance information and explained to the customer that a biohazard kit would be sent to collect the balloon catheter. The customer stated the plan was for the balloon catheter to be removed in the cardiac cath lab and requested the biohazard kit to be sent to the cath lab manager.

Event description:
N/a.